Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high, out of range pacing impedances for the right atrial (ra) lead on several occasions. The field representative was not able to reproduce any noise, but they re-programmed around blanking periods to correct an observed far field over sensing. It was recommended to watch the lead closely and if persistent noise occurred, to consider turning off atrial discriminators. The field representative also said the patient was having a discomfort when laying on his side due to device being taller. The ICD remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high, out of range pacing impedances for the right atrial (ra) lead on several occasions. The field representative was not able to reproduce any noise, but they re-programmed around blanking periods to correct an observed far field over sensing. It was recommended to watch the lead closely and if persistent noise occurred, to consider turning off atrial discriminators. The field representative also said the patient was having a discomfort when laying on his side due to device being taller. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.